Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed through log file analysis since this event is related to the controller's display. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and failed functional testing due to a defective lcd display. The confirmed malfunction is related to the reported event. There are no apparent contributing clinical factors to the reported event. The reported event was most likely caused by a faulty lcd display module. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the sites vad coordinator that the patient was seen in the clinic, and that the "lcd screen was damaged," it was unable to read the screen. "Patient denies dropping controller." An elective controller exchange was performed and it was stated that there were "no issues in the exchange." Patient was given a new back up controller. No additional information provided. Investigation is ongoing.